Event description:
It was reported to philips the unit liquid crystal display (lcd) is dim and when adjusted barely changes. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. Biomed informed philips remote service engineer the display is very dark, even on setting 5. Lcd is dim and when adjusted barely changes and hard to see screen. Biomed is requesting part numbers. Philips remote service technician provided part identification for lcd. Customer is taking responsibility to correct/repair the device. Further information is pending.

Manufacturer narrative:
Repeated attempts were made to contact the customer to obtain additional information regarding the repair of the device but were not successful. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.